Manufacturer narrative:
The pump passed the self-test unexpected restart error test, displacement test, rewind, prime, off no power, and excessive no delivery tests. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The pump was unable to perform the basic occlusion and occlusion test due to completely broken off reservoir tube lip. All operating currents are within specification. The pump was received with minor scratched display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states the pump was dropped and the reservoir fell out would not click in anymore. The customer's blood glucose level was 422mg/dl. The customer treated the highs with bolus. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.